Manufacturer narrative:
Patient¿s weight is not provided for reporting. (B)(4), lot unknown. Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the left femur using a proximal femoral nailing system (tfna) on (B)(6) 2017, the head of a 5.0mm ti locking screw with t25 stardrive 40mm for im nails broke. The surgeon was trying to remove the screw when the head broke and the shaft of the screw was left in the patient. The head of the screw was discarded. The patient condition and success of the surgery is unknown. This report is for one (1) 5.0mm ti locking screw. (B)(4).